Event description:
It was reported that a child underwent a mitral valve repair procedure on (B)(6) 2024 and suture was used. The procedure failed and the patient underwent an unexpected reoperation on (B)(6) 2024. At re-exploration one suture was found at the repair site broken and the knot was intact. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Was there any precipitating stress factors that led to the suture breakage? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please confirm product codes/ lot numbers? ¿ prolene 5/0; w8710; possible lots 100xp2; ucbbzz; tpbdpl ¿ prolene 6/0; prolsutunk; lot unknown will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: all information I have available is as follows, no further information available: unexpected reoperation for failed mitral valve repaired carried out on the 4th september ussing a range of sutures. At exploration two sutures found broken leading to a failure of repaire. One prolene 5/0 broken off and not found. One prolene 6/0 9mm found at the repair site broken (knot intact). The prolene 5/0 13mm was used to close the left artium and during suturing it broke down in two places (at needle insertion and another along the thread. Complaint logged unsure which batch it came from therefore collected all products used in theatre. Requested from cardiac to remove the faulty box but they asked to keep them for emergency cases until alternatives provided. Ordered 2 replacement boxes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. Additional information was requested, and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Mg, male, dob (B)(6) 2022 (2yrs and 6 months at the time of index operation), 11 kg, bmi 13.6. The diagnosis and indication for the index surgical procedure? Complex congenital mitral valve malformation, with severe mitral regurgitation and mitral stenosis. The child suffered from severe heart failure, requiring urgent surgery what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open heart surgery, on cardiopulmonary bypass. -what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissue for age and condition. There were no background tissue anomaly, inherited collagen disorder or inflammation/infection process at the time of the index operation. How was the suture placed (interrupted or continuous)? Interrupted, on a small bovine pericardium pledget. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple locking knots. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The knots on the suture that was found were intact, but the suture loop was broken. One suture was missing: I cannot comment on the state of the knots or the loop for it was not found. What symptoms did the patient experience following the index surgical procedure? Onset date? Three days after the index procedure the patient had an acute deterioration. Cardiac work up (echocardiography) demonstrated new onset of valve regurgitation (severe). The patient required reoperation to correct the lesion. Was there any precipitating stress factors that led to the suture breakage? Non-detectable. Other relevant patient history/concomitant medications? Non-relevant or different from all other patients undergoing the same type of procedure (mitral valve repair) what is the physician¿s opinion as to the etiology/ contributing factors to this event? In my opinion there were no contributing factors to these events: the valve was competent at the end of the index procedure, with adequate function. The subsequent failure was attributed to the failure of the stitches used for both commissure-plasty (reduction of the valve annular diameter) and leaflet suspension stitches. What is the patient's current status? Post mitral valve replacement, discharged in good conditions. Please confirm product codes/ lot numbers? Prolene 5/0; w8710; possible lots 100xp2; ucbbzz; tpbdpl prolene 6/0; prolsutunk; lot unknown I don¿t have this information.